Manufacturer narrative:
Analysis found that the device had impedance failure due to defective top pcb (printed circuit board). The analog front end pcb was also defective. The seals were torn and the panels were cracked and the chain was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device was not working properly. There was no known patient impact.